Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous high results for one patient sample tested with the elecsys tsh assay on a cobas 8000 e 602 module. No erroneous results were reported outside of the laboratory. The customer believes that the sample contains macro tsh, which interferes with a component of the tsh assay. The sample resulted with tsh value of 44.35 miu/ml on (B)(6) 2018 and 44.82 miu/l on (B)(6) 2018. The sample was then treated with polyethylene glycol (peg) and repeated twice on (B)(6) 2018, resulting with values of 4.36 miu/l (2.18 miu/l raw value x 2; 7% recovery) with and 3.18 miu/l (1.56 miu/ml raw value x 2; 9.7% recovery). No adverse events were alleged to have occurred with the patient. The e 602 analyzer serial number is (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. Initial investigations of the sample were able to duplicate the results obtained by the customer. The sample was tested for potential interfering factors and none were found.

Manufacturer narrative:
The investigation found macro-tsh in the sample. The package insert states the presence of autoantibodies may induce high molecular weight complexes (macro-tsh) which may cause unexpected high values of tsh. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.